Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl resulting in hospitalization. Bg cause was not known. Customer consumed carbohydrates to address bg. Customer was treated with intravenous potassium and was provided with glucose tablets. At the time of the report with tandem technical support, the customer was still admitted to the hospital. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.